Event description:
The account alleged the bed has no power. No pt impact.

Manufacturer narrative:
The account found the power control board was corroded. The account replaced the power control board to resolve the issue.